Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: part: 359.219, lot: l740804, manufacturing site: hägendorf, release to warehouse date: 24.apr.2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was conducted. Visual inspection: the inserter for ti elastic nails (part # 359.219, lot # l740804, mfg # 24-apr-2018) was received at us cq with the inserter scratched and nicked especially on the silicone handle. There were minimal signs of wear on the metal portion of the device. Functional test: a functional test could not be performed with any mating devices since they were not returned. However, the jaws of the device were able to open and close easily. The complaint was not able to be replicated, therefore, the complaint is not confirmed. Dimensional inspection: dimensional analysis was completed, the inner diameter of the shaft in the middle of the jaws measured. There is dimension for this opening on the drawings reviewed, however, the largest diameter titanium elastic nail is 4 mm per relevant drawing. Therefore, the nail should easily fit into the opening of the inserter and should be able to be held within the jaws which during the functional test were easily opened and closed. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the surgeon had difficulty inserting and manipulating elastic nail that was not gripping elastic nail fully with the following instruments from 2 sets; two (2) titanium elastic nail (ten) inserters and two (2) pliers flat nosed there were 30 minutes of surgical delay. The surgery was successfully completed. The patient outcome was as planned. This report is for one (1) inserter for ti elastic nails. This is report 1 of 2 for (B)(4).